Manufacturer narrative:
The customer¿s report that devices shut down during an infusion was not confirmed. Analysis of the pcu event log shows that when powered on the pcu alerted that the battery was at low capacity and the user selected soft key 11 to address the battery condition pop-up. The log shows that the system experienced 2 battery discharge events, however this did not occur on the reported event date nor for an infusion of levophed @ 0.2 mcg/kg/min, so it is unknown if the battery discharge events seen earlier in the log were related to the reported event. At 01:48 on (B)(6) 2016 a basic infusion was started at 100 ml/hr with a vtbi of 50 ml. At 01:53 the pump module alarmed for air in line and was channeled off. The user then immediately channeled off an epinephrine infusion running on another module. There were no other alarms prior to the devices being channeled off by the user. The root cause of the customer¿s experience of devices shut down during an infusion was not identified, however the log shows that the two pump modules that were in use were channeled off by the user.

Event description:
Received a copy of the customer¿s medsun report from FDA which states: ¿the patient was on levophed @ 0.2 mcg/kg/min. Without warning, the alaris IV pump turned off and displayed a red warning message about an error on the central pump brain. The levophed was infusing in a channel to the right of the brain which had a single channel. There were two other channels/medications infusing to the left of the brain which were reportedly unaffected. The patient's mean arterial pressure dropped into the 50s. The nurse was able to touch a button on the pump (doesn't recall which button) and the infusion started up again without the nurse disconnecting any channels. Reportedly, the blood pressure improved after restarting the levophed but at some point shortly after that, the patient suffered a cardiac arrest and expired. Biomed was unable to test the device or run error logs due to the wrong pump being sequestered. The patient was critically ill. The patient demonstrated EKG changes reflective of a myocardial infarction. It is unclear as of yet how much the pump malfunction contributed to the patient's deterioration and ultimate outcome." The customer also reported the event directly to bd field personnel during a site visit, and subsequently provided device logs to the on-site personnel.